Event description:
A serious adverse event form was received for a study patient. It was noted that the patient experienced scar edema related to the implant procedure. It was noted that the edema was moderately severe and that a blood exam was performed. The edema resulted in hospitalization. The edema has resolved.